Manufacturer narrative:
Based on the initial escalation analysis, the sensor deviated from normal behavior displaying some mismatches between sensor readings and calibration entries. An RMA was authorized to further investigate the sensor performance deviation. The return material testing analysis, however, did not reveal any performance malfunction, thus the failure mode could not be reproduced during the in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The in vivo glucose data showed transient noise in the glucose values, which could potentially caused sensor inaccuracies. As part of resolution, the RMA was authorized for sensor replacement. H3. Device evaluated by manufacturer?yes. . H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.